Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case.  Please reference related manufacturer report no: 2015691-2018-00789. Investigation is ongoing.

Event description:
As reported by the clinical specialist, during a tf tavr case, the delivery system balloon ruptured during valve expansion. The valve was well-seated with no regurgitation. The delivery system was unable to withdrawn successfully through the sheath and a surgical cut down was required. The device is being returned for evaluation. It is believe the root cause of the balloon burst was the balloon pushing up against a piece of calcification. During pre-decontamination, it was discovered that the sheath was returned with a split.

Manufacturer narrative:
The esheath was returned to edwards lifesciences for evaluation. The device was inspected for visual abnormalities. The sheath was expanded, as designed. Minor distal tip damage was noted along with a strain relief tear. Liner bunching and the sheath¿s distal tip was split. No relevant functional testing was able to be performed due to the nature of the complaint. The complaint was confirmed visually. No relevant dimensional analysis was able to be performed due to the nature of the complaint. An image was provided from the field showing the condition of the distal end of the delivery system. A DHR and lot history review were unable to be performed due to the device lot number being unavailable. Review of complaint history revealed that the occurrence rate did not exceed the april 2018 control limit for the trend category ¿damaged¿. No IFU/training deficiencies have been identified. Inspections during the manufacturing process support that it is unlikely that a defect in manufacturing contributed to the complaint event. The complaint for ¿sheath distal tip ¿ split¿ was confirmed. A review of complaint history and manufacturing mitigations revealed no indication that a manufacturing nonconformance contributed to the event. Retrieval of the burst balloon likely contributed to the complaint event. Due to the condition of the inflation balloon (i.e. Burst), the balloon material likely bunched up and got caught on the sheath tip during removal, preventing it from being retrieved into the sheath. Use of force to retrieve the device with the burst balloon then likely caused the damage/split on the sheath tip and bunching of the liner. While no information was given on access vessel tortuosity, a tortuous access vessel could have led to non-coaxial retrieval of the burst balloon, making it likelier for the balloon to get caught on the sheath tip. Available information suggests that patient and/or procedural factors may have contributed to the complaint event; however, a definitive root cause is unable to be determined at this time. A review of edwards lifesciences risk management documentation was performed for this case.  The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. Since no manufacturing non-conformance were identified in the product evaluation, and no labeling, training, or IFU deficiencies were identified, no preventative or corrective actions are required. Additionally, since no product non-conformance was confirmed in the returned complaint device and the occurrence rate did no exceed the complaint control limits, a product risk assessment escalation is not required.